Manufacturer narrative:
.

Event description:
The customer reported employees who complained of physical symptoms while working with cidex opa. The customer uses the solution to process vaginal probes. The customer reports having three air exchanges an hour in the processing room so they use a gus system. The employee reported skin rash, itching skin, eye redness, and angioedema of the eyes. The employee was seen by a nurse practitioner and a doctor in employee health and was treated with loratadine. The customer also reported that there was construction occuring elsewhere in the building.